Manufacturer narrative:
Title: impact of body mass index on perioperative complications and oncologic outcomes in patients undergoing thermal ablation for renal cell carcinoma source: j vasc interv radiol 2021; 32:33¿38 https://doi.org/10.1016/j.jvir.2020.07.028 2021, journal of vascular and interventional radiology. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between october 2006 and december 2017, a retrospective study evaluated the impact of body mass index (bmi) of patients on the safety and treatment efficacy of thermal ablation treatment of renal cell carcinoma. Evaluated 427 patients (287 men and 140 women; mean [sd] age, 72 [12] y) who were stratified by bmi into 3 categories: normal weight (18.5¿24.9 kg/m2 ); overweight (25¿29.9 kg/m2) and obese ( 30 kg/m2). Of 427 patients. Sample population of 71 (16%) were normal weight, 15 (37%) were overweight, and 199 (47%) were obese. Procedure were 299 radiofrequency ablations, 40 were cryoablations, and 88 were microwave ablations. Major complications were identified in 12 of 427 of all patients which included: perinephric hematoma and ureter injury, including 5 patients who required blood transfusion. This article does not state if these complications are related to the device.